Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving tubing clamp in order to complete troubleshooting. Customer was hospitalized on (B)(6) 2016 due to diabetic ketoacidosis and gastroparesis. Customer's blood glucose was 483 mg/dl. During high pressure test, insulin pump continued to receive a motor error alarm instead of no delivery alarm. Customer reported that blood glucose stabilized and was 102 mg/dl. Customer's blood glucose was 50 mg/dl before dinner the day prior to call. Customer would follow up with healthcare professional regarding unexplained high blood glucose. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error or no delivery anomaly was noted during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.